Manufacturer narrative:
Original MDR filed on webtrader on (B)(6) 2018. This initial report is being submitted per FDA request, via email stating they have no record of this report. The information included is taken directly from the original report filed, which is also included as an attachment, along with teh webtrader acknowledgments in the file. "On guidance document with questions about the event, patient reported he only uses his needles for one injection and then changes his needles. We will not be able to evaluate the broken hub as reported he disposed of it at the time of the injection. It is industry knowledge that diabetics reuse their pen needles more than one time which causes stress on the needle and can lead to breaking off."

Event description:
Patient's doctor called on (B)(6) 2018 stating the patient came into his office a couple of days earlier with a pen needle that had broken off into his stomach during an injection of insulin. The doctor was instructed to have the patient call directly to obtain the medical information, as they could not release it. Patient called and reported the doctor sent him to the hospital for x-rays. Teh doctor decided to watch the affected area for reness, bruising and possible movement of the needle. The patient was told it would have to be surgically removed. The pen needle hub the needle broke off had been disposed and not available to send for investigation.